Event description:
It was reported that when using the bd pyxis¿ es server multiple stations were on critical override mode. The customer also received a message indicated that station patient data may not be current. The customer confirmed that there were no known network issues at the time of the incident. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple station was on critical override. A technical support specialist dialed into the carefusion coordination engine and found that both services were not running. It was identified that the structured query language service startup type was set to delayed, which explained why the services stopped after the earlier reboot. The carefusion coordination engine services were started, and the structured query language startup type was changed to automatic to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.